Manufacturer narrative:
The ethnicity of the patient is unknown at this time. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, repositioning of the impella cp into a better position in ventricle was attempted as it was pointed into the mitral valve and under the papillary muscle. The doctor was unable to reposition the device under x-ray and ultrasound guidance. The doctor attempted to exchange the impella via the existing site. It was determined that the initial vessel selected was either the superficial femoral artery or the profunda femoris artery. The doctor removed that access site as it would not thread the new device. A large hematoma formed around the left femoral artery site, which required blood products. A new site was obtained in the left femoral artery and a new impella cp was placed. The patient¿s groin and hematoma did stabilize after manual pressure and blood products were given. The patient¿s outcome was stable following the procedure.

Manufacturer narrative:
H6 medical device problem code was inadvertently omitted on the initial manufacture report. The investigation was completed. No pump returned for investigation. Clinical states impella cp was in the ventricle and was unable to be repositioned after patient was transported. The pump was explanted and swapped out. Large hematoma formed at the access site and was managed with manual pressure and blood products. Positioning: the cause of the positioning issue was determined to be an unintentional use error as the pump became malpositioned after the patient was transported per clinical. Access site adverse event: the cause of the access site bleeding was not determined due to lack of clinical details and no product returned. A device history review was completed and passed all post sterile inspection checks.